Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. After discovering the malfunction during a scheduled pm, the getinge fse returned to the event site for the repair of the iabp. The fse reported that the iabp worked intermittently, and would sometimes put out the signal, then stop. The fse checked for pinched wires, and could not make the module work consistently. To fix the issue, the fse replaced with a new module and tested the iabp repeatedly and it worked every time. Iabp passed all tests, and was returned to the customer for clinical use. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, with the following contact information: (B)(6).

Event description:
During preventive maintenance(pm) by a getinge field service engineer (fse), no low level bp to external monitor was discovered on the intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.